Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an unresponsive touchscreen. There was no impact to customer's blood glucose level. During troubleshooting with tandem technical support the touchscreen did not function as intended. It was indicated that the customer would administer manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified